Manufacturer narrative:
Initial report sent: 11/06/2007.

Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: a small screw came loose from the collar assembly locking system. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.